Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges acetabular cup loosening and detachment, creation of metallic debris, elevated metal ion levels, pain and inhibition of the ability to walk. **update** (B)(6) 2013-sales rep reported revision surgery on left hip due to high ion levels. Part and lot information received stating that it is not asr, but pinnacle. **update: (B)(6) 2013 - amended litigation papers received. Original litigation indicated that the patient was implanted with asr; however, amended litigation alleges that the patient was implanted with pinnacle. An invoice has been located, products updated and follow-ups created. Litigation has also provided the date of revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/18/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and increased metal ions. There was no mention of cup loosening or wear debris. The stem is being added for the high metal ion levels.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges metal wear and metallosis. Doi: (B)(6)2005 - dor: (B)(6)2013 (left hip)